Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urgency frequency. The trial began on (B)(6) 2025. It was reported that they were experiencing worsening baseline symptoms of fecal incontinence. The issue was not resolved and was still ongoing. The patient was hospitalized and was still in the hospital awaiting at the time of contact. Patient had been experiencing constipation since after the device procedure and had not gone for bowel movement since. Patient was hospitalized due to that reason.